Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.167¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. There was an additional observation reported by the site and not related to the primary failure. The instrument was found to have teflon pad damage on the clamp arm. The root cause of this failure is also attributed to mishandling/misuse. Isi received an image of the harmonic ace instrument related to this event. A review of the provided image is consistent with the allegation of a broken instrument tip and melted "tissue pad." A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# l90210912-0178) was last used on (B)(6) 2022 during this reported procedure with system sk2645. The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted thyroidectomy surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that the harmonic ace instrument had a broken tip, and the "tissue pad" was melted. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 17-feb-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed during the procedure. The surgeon was activating the instrument to perform tissue dissection, and the instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure. There is no video recording of the procedure, but an image of the instrument damage was provided. On 27-feb-2022, isi performed follow-up and obtained the following additional information regarding the reported event: the instrument was in use for approximately 90 minutes. The surgeon noticed that the instrument would not activate, and the ¿pad¿ was melted. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The customer confirmed that there was no instrument collision at the time of the event. The instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.